Event description:
Based on additional information received on (B)(6) 2017, this case initially considered as non-serious was upgraded to serious (important medical event of device malfunction). This case was cross reference is case ID: (B)(4) (cluster). This unsolicited case from united states was received on (B)(6) 2017 from nurse. This case concerns a (B)(6) female patient who received treatment with synvisc one and later after unknown latency had significant pain/ pain/ knee was very painful and sore to touch and knee blew up like a balloon/ increased swelling; also, device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, once (dose and expiration date: not reported; lot number: 7rsl021) for left knee arthritis. On an unknown date in 2017, unknown latency, patient experienced increased swelling and pain/ significant pain. It was reported that patient knee blew up like a balloon and was very painful and sore to touch. Patient was told to rest, ice and elevate and take anti-inflammatory drugs. The patient has not called back. Corrective treatment: ice, rest; elevate; anti-inflammatory drugs for significant pain/ pain/ knee was very painful and sore to touch and knee blew up like a balloon/ increased swelling outcome: not recovered for all events a pharmaceutical technical complaint (ptc) was initiated and global ptc number (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event of device malfunction additional information was received on (B)(6) 2017 and (B)(6) 2018 (processed together with clock start date (B)(6) 2017). Global ptc number was added. Additional event of device malfunction was added with details. Clinical course updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 8-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced knee pain and swelling. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
Based on additional information received on 08-dec- 2017, this case initially considered as non-serious was upgraded to serious (important medical event of device malfunction). This case was cross reference is case ID: (B)(4). This unsolicited case from united states was received on 08-dec-2017 from nurse. This case concerns a 57 year old female patient who received treatment with synvisc one and later after unknown latency had significant pain/ pain knee was very painful and sore to touch/increased painand knee blew up like a balloon/ increased swelling; also, device malfunction was identified for the reported lot number. No past drug or concurrent condition was provided. Patient's medical history included hypertension and concomitant medications included gabapentin, lidocaine, estrogens conjugated (premarin) and telmisartan. Patient had no known allergies. On (B)(6) 2017 , the patient initiated treatment with intra-articular synvisc one injection, once at a dose of 6 ml (expiration date: 01-may-2020; lot number: 7rsl021) for osteoarthritis. On (B)(6) 2017 , the patient received treatment with intra-articular synvisc one injection, once (dose and expiration date: not reported; lot number: 7rsl021) for left knee arthritis. On (B)(6) 2017 , after 1 day, patient experienced increased swelling and pain/ significant pain. On (B)(6) 2017 patient experienced increased swelling and pain and knee blew up like a balloon. It was also reported that it was very painful and sore to touch. Patient was told to rest, ice and elevate and take anti-inflammatory drugs. The patient has not called back. On (B)(6) 2017 benign knee examination was done. On an unknown date, patient recovered from events. Patient's nurse thinks that the events were related to suspect and it was a reaction after injection. Corrective treatment: ice, rest; elevate; anti-inflammatory drugs for significant pain/ pain/ knee was very painful and sore to touch and knee blew up like a balloon/ increased swelling outcome: recovered for all events a pharmaceutical technical complaint (ptc) was initiated and global ptc number (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event of device malfunction reporter causality: related to suspect (reaction after injection) additional information was received on 08-dec-2017 and 09-jan-2018 (processed together with clock start date 08-dec-2017). Global ptc number was added. Additional event of device malfunction was added with details. Clinical course updated and text was amended accordingly. Additional information was received on 09-apr-2018 from nurse. Suspect medication therapy details updated. Event term was updated for the event of significant pain/ pain/ knee was very painful and sore to touch to significant pain/ pain/ knee was very painful and sore to touch/increased pain. Event outcome updated for events to recovered. Reporter causality added. Related case ID's added. Medical history and concomitant medications added. Clinical course updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 9-apr-2018:the follow up information recieved does not change the overall case assessment. This case concerns a patient who has received synvisc one injection from the recalled lot and later experienced knee pain and swelling. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.